Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as a bacterial infection due to break in aseptic technique. The peritonitis was manifested by diarrhea, abdominal pain, cloudy effluent, and fever. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with intraperitoneal unspecified anti-inflammatory antibiotics. On an unreported date pd therapy was discontinued. Four days prior to receipt of this report hemodialysis was started. At the time of this report the patient remained hospitalized (general ward), and was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.